Manufacturer narrative:
Examination was not possible, as the proudct was not returned. Although the complaint is non-verifiable, provided info states the wrong product implanted was the cause of the revision surgery. Provided info also states the product was not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During primary surgery, an incorrect tibial insert was implanted. The insert was revised the same day.